Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: randomly shut itself off twice in a case and restarted on its own: (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be broken jaw actuator. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.